Manufacturer narrative:
E1: patient city: (B)(6) patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to an emergency room (ER) by ambulance and eventually got hospitalized on (B)(6) 2025 due to hyperglycemia event. Blood glucose level was 700 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV). The duration of hospitalization was greater than 24 hours. No further information available.